Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted. The patient was discharged. At the routine 45-day post-operative follow-up, transesophageal echocardiography (tee) imaging revealed a thrombus on the face of the closure device. The patient was on dual antiplatelet therapy (dapt) and has been switched to an oral anticoagulation (oac) and a repeat tee is expected by six (6) months post-operative.